Event description:
Concomitant device reported: buttress compression nut: ( part# 03.037.016, lot# 9769092, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history part: 03.037.017 . Lot: l757410 . Manufacturing site: bettlach release to warehouse date: 25.apr.2018 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product investigation was completed. Visual inspection of the complained parts shows that they are in good condition. No damages could be identified. Functional test was passed successfully. The parts could be locked and unlocked as intended. We are not able to reproduce the reported problem. The received condition does not agree with the complaint description, therefore this complaint is classified as unconfirmed. As the functional test did exclude any manufacturing related issue, no further investigations are required. We are not able to identify the root cause which may have caused the intra-operative problems. We assume that other circumstances during the surgery many have caused the blockage of the assembled devices. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was reported that the guide sleeve could not be disassembled from the aiming arm. The surgery was completed using a different aiming arm of a different angle. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a gamma nail open reduction internal fixation (orif) for proximal femoral fracture was performed with proximal femoral nailing system (tfna). During the procedure, the guide sleeve and the aiming arm became unable to be detached. The surgery was completed by using another aiming arm of a different angle and fixed the distal area with the devices. After the surgery, the sales representative confirmed that the sleeve and the arm could be detached. There was no surgical delay and no adverse consequence to the patient. This report is for one (1) blade/screw guide sleeve. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).